Event description:
Consumer complaint of erratic blood results. Customer feels well and requires no med attention. Customer's expected blood results are 104-175 mg/dl. Verified the strips expire 08/28/2016 and were first opened (B)(6) 2015. Customer confirms the strips are stored in her bedroom. Customer performed a back to back blood test, 470 mg/dl and 523 mg/dl. Reviewed meter memory. The customer states that on (B)(6) 2015 she kept getting the same result of 558 mg/dl when she performed a blood test. The customer is storing the meter and test strips in her bedroom. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction noted in the complaint: user's misunderstanding of erratic results.